Event description:
It was reported the device was leaving behind metal debris.

Manufacturer narrative:
This blade is used. The outer diameter of the inner blade surface has damages. The surface condition indicates excessive force was applied to the device. Per IFU: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.